Event description:
During a laparoscopic hernia repair, the surgeon attempted to retrieve a clip through the trocar at which time the trocar was noted to be cracked with pieces breaking off. A second trocar was used and retrieval attempted again with same result. A small piece - 1cm x 2mm - of the plastic sheath could not be located and retrieved and is believed to be retained within the pt. Pt submission of this report does not constitute an admission that medical personnel, user facility, distributor, MFR or product caused or contributed to the event.